Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the left common femoral artery via 8fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the proglide devices could not be placed in the vessel wall. When the plunger was removed, the sutures came out of the patient anatomy. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture (suture came out of the patient anatomy when the plunger was removed) could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.